Event description:
Reported review that "unit melted". Photo showed that the led/power button melted. (B)(6) doesn't provide customer contact information so unit couldn't be retrieved and customer couldn't be contacted.